Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional manufacturer narrative: h3, h6: part #: 05.000.008. Synthes lot # 001623. Supplier lot # 001623. Release to warehouse date: 15 aug 2007. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that the 05.000.008 battery power drive was running very slow. The repair technician reported that foreign substances or debris were present in the motor and housing, the device would not lock or unlock, the cord of the electrical cable was damaged, foreign substances or debris were observed in various parts of the device, the motor exhibited low power, debris was visible on the shield, and preventive maintenance was required. The cause of the issue was improper maintenance. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that the battery power drive is running very slow. The issue was observed during testing. No injury or delay, doctor used back up. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.